Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. Access to the pulmonary artery branch was lost resulting in the removal of the catheter and reintroduction of the swan ganz and the catheter. Subsequently, a rupture of the small branch of the left pulmonary artery which resulted in pulmonary hemorrhage occurred when the balloon was deflated and the catheter was pulled back. Further, the patient experienced massive hemoptysis. In turn, a code was called and an emergency intubation and multiple coil embolization to the left pulmonary artery were performed. The hemorrhage resolved with the embolization. Due to religious convictions, the patient's family declined a blood transfusion for the patient. Moreover, as a result of single lung ventilation, the patient developed respiratory acidosis. Later, the patient developed fever, uncontrolled atrial fibrillation, and organ failure. The patient received propofol, dopamine, cardizem, amiodarone and antibiotics. Additionally, the patient underwent dialysis. Unfortunately, the patient passed away several days later. It was noted this event was procedure and not device related. It was also noted the sensor was not implanted during the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered clarified upon the doctor assessing the site for optimal implant positioning they inadvertently entered a vessel smaller than the recommended size.

Manufacturer narrative:
Site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.